Manufacturer narrative:
Event date is estimated. The new battery did not resolve the issue with high impedance and MRI mode. The one octrode with two contacts with high impedance was explanted. The patient now has one octrode with an eterna ipg. Therapy is restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 5354490.

Event description:
It was reported that the patient had high impedance on 2 contacts of 1 of their scs leads and was unable to enter MRI mode.. The patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was electively explanted and replaced, and the patient's impeded lead was explanted. Therapy was restored post operatively with the patients remaining scs lead.